Event description:
On (B)(6) 2012, the reporter/clinical manager contacted animas on behalf of the patient and his grandmother. The patient's grandmother reportedly informed the reporter that the patient was not using the pump because of elevated blood glucose (bg) levels while using the device. No specific bg values were provided. In addition, the reporter stated that the patient's health care provider (hcp) requested for the pump to be replaced. Multiple attempts by animas to contact the patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's grandmother claimed that the patient had elevated bg levels while using the pump and the patient's hcp asked for the pump to be replaced. However, at this time, it is unknown if the patient actually suffered a serious injury because of the pump since no specific bg values, treatment, or symptoms were reported. It is also

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no pump data from the time of the event available for review due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.